Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The date of manufacture was september 17, 2014, which was beyond the life of the device. Therefore, the ccd unit and cable unit might have deteriorated over time and worn out. Omsc presumed that the image did not appear due to the deterioration of the ccd unit and cable unit.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the maintenance, no image was displayed. There was no report of patient injury associated with the event.